Event description:
It was reported that the subject device's screen becomes noised during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported noise was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: blackout and whiteout image occurred. Based on the results of the investigation, a root cause could not be determined for the reported noise as the issue was not reproduced. In regards to the blackout and whiteout image, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.